Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedural preparation of a 6x19mm omni elite balloon expandable stent (bes), the inner package was noted to be damaged and unsealed. Another same sized omnilink elite was used and the procedure was completed. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported tear/rip in device packaging and unsealed device could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. The reported tear/rip in device packaging and unsealed device could not be confirmed. The returned tyvek pouch appeared to have been torn opened. A portion of the vendor seal on the front right side of the tyvek pouch was torn opened. There was evidence that the barrier was previously sealed with a cloudy appearance. The chipboard box was noted to have creases consistent with handling during unpackaging of the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.